Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08760 inches. No over delivery anomalies noted. The motor was tested outside of device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced low blood glucose level. Blood glucose reading was 2.2 mmol/l and 5 mmol/l. Customer also reported that the insulin pump was over delivering. Customer was treated with glucose tablets. Troubleshooting was performed for low blood glucose. Customer performed displacement test and the test results was passed. The insulin pump will be returned for analysis.